Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 55-year-old female was being implanted with an impella cp device for mechanical circulatory support. The complainant reported a patient presented with st elevated myocardial infarction (stemi) in atrial fibrillation rapid ventricular response (rvr). Therefore, the decision for impella cp was made. An echocardiogram at bedside measured that the impella was deep. When the pump was retracted oozing was noted at all arterial and venous sheath sites. Three units packed red blood cell (prbc), albumin 250 cc x2 were administered along with applying femstop to right groin. It was also noted heavy oozing from right femoral artery (rfa) site which was managed with femstop. The patient started dialysis. While on dialysis, heavy oozing was noted from rfa which was also managed by femstop. Decision to explant the impella was made. After impella sheath and pump removal a clot formation in common femoral artery (cfa) requiring intervention with peripheral penumbra and stent/balloon to right cfa.